Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The following reportable malfunction was identified during the device evaluation: images are not displayed. Based on the results of the investigation, and since the initial reported device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. A definitive root cause could not be identified for the additional finding in the investigation. Based on the results of the investigation, it is likely the following led to the malfunction: it is assumed that a cable failure caused a communication failure, resulting in the images not being displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had blurred and indistinct image displayed. The issue was found during preparation of procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
E1 - facility name:(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had blurred and indistinct image displayed. The issue was found during preparation of procedure. The procedure was completed using a similar device. There were no reports of patient harm.